Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and on issues were identified that could have lead to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
Patient underwent transcarotid artery revascularization, during which time a dissection was noted near the arterial sheath tip. The dissection was stabilized with placement of a separate stent. Patient woke neurologically intact. No other details were provided.